Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy during two separate episodes of atrial fibrillation (af) with rapid ventricular response. Therapy was exhausted in each episode. This device remains in service. No additional adverse patient effects were reported.